Manufacturer narrative:
H3: device evaluation is not required. Additional information: b3: date changed to 08/may/2020. B5: the reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens diopter -15.0/2.5/100 (sphere/cylinder/axis) into the patient's right eye (od) on 08/05/2020. The lens was explanted on 12/05/2020 and a new lens of shorter length was implanted, on the same day but different surgery, due to excessive vault. This resolved the problem. D6a: date changed to 08/may/2020. D6b: date changed to 12/may/2020. Claim#: (B)(4).

Manufacturer narrative:
MFR report # 2023826-2021-02368 supplemental # 1 is not applicable to this claim. Claim #(B)(4).

Manufacturer narrative:
Pt info: unk. PMA/510k: this product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -13.0/1.5/090 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was removed and later replaced with a shorter length lens due to excessive vault. This exchanged resolved the problem. Unknown was reported to be the cause of this event.